Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 degenerative tricuspid regurgitation (tr) and enlarged atrium for a triclip procedure. During the procedure, 2 triclips were successfully implanted. Post deployment, the first clip was observed to be tilted. The tr was reduced to grade <1 post procedure. There was no clinically significant delay or adverse patient effects reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.